Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-02347. It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed episodes of noise on the patient's right atrial and right ventricular leads. The leads were explanted and replaced on (B)(6) 2020. During the procedure, it was noted that the physician perforated the patient's heart. The procedure was completed successfully and the patient's was noted to be recovering in stable condition.